Manufacturer narrative:
Corrected data: medical device problem code section f10 was mistakenly filled out. Deleted information. Reported event is unconfirmed. Customer event ¿poor adhesion of the defibrillator electrodes¿ was unconfirmed based on photographic evidence and device evaluation. Received one 2001m-pc in opened packaging. Lot number was not verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. A two-year lot history review cannot be conducted as no lot number was provided. A device history review cannot not be conducted as no lot number was provided. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: apply the multifunction electrodes to patient, in accordance with your institution¿s protocol, by firmly rolling the electrode from top to bottom. Ensure that the total surface area of the electrode is in contact with the prepared skin. Ensure that the patient¿s skin is clean and dry, clipping excess hair. Remove any substances from the skin (e.g. Lotions, oils, etc.). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 2001m-pc, padpro:ad;rtrans el/lw,pre-con was being used on an unknown date during a transcatheter aortic valve implantation procedure and ¿customer experiences poor adhesion of the defibrillator electrodes on patients compared to other electrodes on the market. This affects patients with light body hair or who are cold, sweaty negatively since the electrodes during an emergency either needs to be pushed down or switch electrodes. The defibrillator electrodes also have a metal ring that is visible on the x-ray pictures taken during the life-saving treatment performed during emergency situations. The metal ring interferes and complicates the treatment.¿ there was no injury or impact to the patient. The procedure was completed with an alternate competitors device and there was a couple minutes delay. Further assessment found that it is unknown what had been done to the patients skin before applying the pads. According to ward procedure protocol the staff always makes sure the pads stick to skin accordingly before prepping in the operations-room and covering up with sterile equipment. In ward protocols it is normally stated that the skin is dried off and hair is removed, before applying pads to patient. According to chief md, the patient's site was dry at the time the pad was introduced, the patient did not have body hair where the pad was, the pad was adhered in full to the patient site and this was the first application of the pad. The hospital ward where the incident occurred is part of a heart intensive care unit, familiar with different types of defibrillator-pads and excessive users of these products. They use pads for both elective and emergency procedures and have a lot of experience within cardiac treatment, including the products manageability. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 2001m-pc, padpro:ad;rtrans el/lw,pre-con was being used on an unknown date during a transcatheter aortic valve implantation procedure and ¿customer experiences poor adhesion of the defibrillator electrodes on patients compared to other electrodes on the market. This affects patients with light body hair or who are cold, sweaty negatively since the electrodes during an emergency either needs to be pushed down or switch electrodes. The defibrillator electrodes also have a metal ring that is visible on the x-ray pictures taken during the life-saving treatment performed during emergency situations. The metal ring interferes and complicates the treatment.¿ there was no injury or impact to the patient. The procedure was completed with an alternate competitors device and there was a couple minutes delay. Further assessment found that it is unknown what had been done to the patients skin before applying the pads. According to ward procedure protocol the staff always makes sure the pads stick to skin accordingly before prepping in the operations-room and covering up with sterile equipment. In ward protocols it is normally stated that the skin is dried off and hair is removed, before applying pads to patient. According to chief md, the patient's site was dry at the time the pad was introduced, the patient did not have body hair where the pad was, the pad was adhered in full to the patient site and this was the first application of the pad. The hospital ward where the incident occurred is part of a heart intensive care unit, familiar with different types of defibrillator-pads and excessive users of these products. They use pads for both elective and emergency procedures and have a lot of experience within cardiac treatment, including the products manageability. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.